Manufacturer narrative:
B3 - date of event: was selected as 1mar2025 as the customer provided a date of 4mar2025 and 11mar2025 and it is unclear which each patient presented. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50 miu/ml) are present in serum and urine specimens shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning serum or urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in serum or urine specimens should not be used to diagnose pregnancy unless these conditions have been ruled out. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported receiving a total of 3 false positive hcg results while using consult hcg combo devices on 3 patients. Although requested, no information was provided regarding patient 1. The customer reported of the two remaining patients, one presented on (B)(6) 2025 and the other presented on (B)(6) 2025. However, the customer did not specify which date each patient presented. The customer informed both of the 2 patients provided fresh urine samples, and no issues were noted regarding sample appearance or collection. Their urine sample was tested, the results were read at 3 minutes, and positive hcg results were obtained. The customer reported (B)(6) was tested using a device from lot number 0000913036. No adverse event reported, and the patient did not undergo additional testing. The customer reported (B)(6) was tested using a device from lot number 0000878921. (B)(6) was sent to an external outpatient facility for serum testing which yielded a negative hcg result. As a result of the false positive hcg result on (B)(6), the patient experienced a delay in commencing birth control. No adverse events were reported. Please see MDR 2027969-2025-00086 and 2027969-2025-00088 for patient (B)(6) and unspecified patient respectively.